Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphical user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and no fault was found on the gui pcb.

Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post) and the screen was locked out. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) and performed extended self-testing on the device, all tests passed.